Manufacturer narrative:
On 1-aug-2023, the bwi product analysis lab received the device for analysis. The product investigation was subsequently completed. It was reported that a patient underwent an unspecified ablation procedure involving a smartablate irrigation tubing set. Prior to the operation, the medical team discovered a hair-like material attached on the spike of tube. Since the issue occurred before tubing was completed, there were no bubbles or error messages noted. As a result, the tubing was completely replaced. The procedure was completed without patient consequences. The material was not inside of the tube; however, the spike connects to the saline bag and the hair-like material could have gone inside). Device evaluation details: visual analysis of the returned sample revealed no damage or anomalies on the device. It was not possible to locate the hair sample. Irrigation testing was performed and no issues were observed. A device history review was performed for the finished device ac7718488 number, and no internal actions related to the complaint were found during the review. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. No issues related to the reported event were found. The event described could not be confirmed as the device performed without any issues. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified ablation procedure involving a smartablate irrigation tubing set. Prior to the operation, the medical team discovered a hair-like material attached on the spike of tube. Since the issue occurred before tubing was completed, there were no bubbles or error messages noted. As a result, the tubing was completely replaced. The procedure was completed without patient consequences. The material was not inside of the tube; however, the spike connects to the saline bag and the hair-like material could have gone inside). Foreign material inside tubing is MDR-reportable.